Event description:
It was reported that the patient underwent an ablation procedure in 2005 and the procedure was successfully completed. Post operatively, the patient presented with low platelet count, increased temp, abnormal enzyme levels, and abnormal liver function. Jaundice was suspected, but the patient tested negative for hepatitis. Intravenous antibiotics were prescribed and the patient was hospitalized for 3 days. The patient was diagnosed with pyometra, jaundice-like symptoms, general sepsis. The pt had a blood-stained, smelly discarge. Hysterectomy was never considered due to the patient's condition, however, the physician performed a d&c and within 24 hours the patient's condition improved, though liver function was still questionable. Three day later the pt was discharged.